Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use including biological material on the distal tip and occluding the shaft. The teflon pad was indented down the center. The returned device was connected to a scalpel generator. The scalpel was tested and a code 5 instrument error was emitted substantiating the reported issue of 'generator advised to replace handle.' To determine if the failure occurred as a result of the observed shaft occlusion, the scalpel rod was removed from the shaft assembly, cleaned, and retested. No error codes were emitted confirming that the failure was a result of a harmonic frequency disruption which was caused by the shaft occlusion. The instructions for use (IFU) reprocessed ultrasonic scalpels states: 'take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.' 'Clean blade, arm, and distal end of shaft throughout procedure to achieve optimal performance by activating the device in saline.' Coagulation effectiveness is related to various factors amongst them, but not limited to, power level (generator settings) and surgical technique. The ultracision harmonic scalpel generator 300 system user manual states: 'with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation.' One possible cause of an error code 5, according to the ultracision harmonic scalpel generator 300 system user manual, is: 'tissue may have collected in the distal end of instrument shaft.' To troubleshoot this error code, the manual recommends: 'carefully remove tissue from distal end of instrument sheath.' A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00092 where the physician had to switch to an open procedure due to a vessel not being sealed, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the ultrasonic scalpel had "intermittent sealing" and the "generator advised to replace handle." No patient injury was reported by the user facility.